Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she experienced a high blood glucose level due to a bent cannula. Customer's blood glucose level was 600 mg/dl. Troubleshooting was declined. They corrected her blood glucose level with a bolus using the insulin pump. The device was not returned.